Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the electronic quality management system (eqms) on 13/jun/2026 against "lot number" "6003741" and similar malfunction codes: component defect- infusion set lifted up or detached from spring of serter, infusion set (cannula part/base piece) lifted up or detached from spring of serter (set broke prior to use). The review confirmed that lot 6003741 and the identified failure mode are not associated, with any nonconforming reports (ncr) or corrective and preventive action (CAPA) of, the same or similar nature. Similar complaints search: a query was run in the electronic quality management system (eqms) on 13/jun/2026 against, "lot number" criteria equal "6003741" and similar malfunction codes: component defect- infusion set lifted up or detached from spring of serter, infusion set (cannula part/base piece) lifted up or detached from spring of serter (set broke prior to use). The count of complaints is 3. The complaint numbers are complaint (B)(4), complaint (B)(4), complaint (B)(4). For similar complaints. Escalate to corrective and preventive action (CAPA) determination for statistical analysis. Device history record (DHR) review: the lot 6003741 was manufactured according to 4905072 version 108 and manufactured in line inset 8 on 19/oct/2023 with a total of (B)(6). The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Corrective and preventive action (CAPA) determination assessment conclusion summary of complaint investigation: based on the above investigation, further investigation is required because the following threshold was met: 3 or more complaints exist for the same lot and similar malfunction. A child investigation has been opened database (B)(4). Statistical analysis result: after assessment of the failure via product trending over time, refer to attachment form-003018 with control charts, the risk has been deemed as within accepted limits. No further action is required. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site 3003442380.

Event description:
The patient reported that the adhesive patch and cannula housing detached from the spring prior to insertion on (B)(6) 2024.